Manufacturer narrative:
The device was not returned to csi; therefore, an analysis of the reported device is not possible. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the right coronary artery and was treated with the oad using four passes at low speed. After the final pass, a perforation was noted. Balloon angioplasty was performed and three stents were deployed to resolve the issue, and the patient was in stable condition.